Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer was attempting to change the cartridge, and repeatedly received a cartridge detection notification. During the call with tandem's technical support, the customer was able to load a cartridge successfully. Few hours later, the customer received multiple cartridge alarms (cartridge alarm 19) during basal and bolus delivery. Customer's blood glucose (bg) level was 240, and insulin pens were used to address bg level. Additionally, it was indicated that the customer was able to load a cartridge successfully.

Manufacturer narrative:
Cartridge detection notification- no failure identified.